Manufacturer narrative:
Device was unable to be evaluated and tested by philips since customer refused the service. The reported problem was not confirmed. Customer refused service from philips and wanted to ask third party for repair. No further information for the cause of the reported problem and resolution was provided.

Event description:
It was reported to philips that the device could not discharge normally. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.